Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause of the control unit not functioning, and the trigger seized was determined to be due to wear from normal use over time. The root cause of the coupling tool side out of specification was determined to be due to construction/design, false defective and has been captured in a CAPA. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification, the control unit of the device was not functioning, and the trigger of the device seized. It was further determined that the device failed pretest for general condition, check saw blade coupling, check saw head ratchet, trigger test, and functional test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.